Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the saw mode of the device stops working as soon as pressure is applied. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: unrepaired return. As several spare parts are listed on the srr amongst others motor unit and electronic control unit, the device appears to be returned repaired and serviced according with the service & repair procedure (B)(4). During the pre-repair diagnostic assessment the service technician identified the following failure: motor seized, rough running, defect. Additional srr failure description: motor failed, most relevant replaced spare parts: seal set, bearing set, motor, ecu. The motor unit and electronic control unit was replaced. The probable root cause of the event was determined to be normal wear. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.